Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high and low blood glucose level. The customer's blood glucose was 660, 39, 239 mg/dl. The customer was treated with the insulin pump for high blood glucose and with the food for low blood glucose. The troubleshooting was declined for high and low blood glucose. There was calibration not accepted and change sensor alarm. The insulin pump will not be and sensor will be returned for analysis.